Event description:
The event is reported as: the customer alleges that it was difficult to remove the tube during extubation. The balloon did not deflate.

Manufacturer narrative:
Catalog# - the device number reported by the user facility is an incomplete catalog number. A request was made to identify the complete catalog number for the device involved in this event. The device sample was not returned for evaluation at the time of this report.